Manufacturer narrative:
Based on event description, aneurysm rupture occurred between (B)(6) 2022 and (B)(6) 2022, exact date unknown. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Neither procedural nor medical images are available. The investigation is currently ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported a fred was implanted in the patient with a cerebral aneurysm and history of prior hemorrhages on (B)(6) 2022. Although there was some concern regarding stent shortening, it was determined to be acceptable under the circumstances and the procedure was completed. A follow-up angiography on (B)(6) 2022 revealed that only the proximal aspect of the first fred stent was shortened so a second fred was implanted. The implantation was confirmed to be successful, and the patient initially recovered. However, approximately 10 days later and after a transfer to a rehabilitation hospital, the treated aneurysm is considered to have ruptured, and the patient ultimately passed away on (B)(6) 2022. Aneurysm location - ica, ba, side branch vessel covered - aica. Size 30 mm in width, 30 mm in depth, 30 mm in height, shape -fusiform. Lesion site - center (basilar artery). Parent vessel diameter - 5.0 mm on the proximal side and 3.7 mm on the distal side. Antiplatelet and anticoagulant therapy - preoperative- aspirin and prasugrel. Postoperative - aspirin and clopidogrel, platelet reactivity test - unknown. Poba not performed. The stent shortening of the first fred implanted was reported under MDR 2032493-2022-00541.

Manufacturer narrative:
Procedure note medical review conclusion for complaint. A fred device was implanted in the patient with a cerebral aneurysm and data review further indicates that during the implantation of the fred device, and during additional dilatation, stent shortened. The record captures and indicates that the aneurysm rupture occurred after 2nd fred was implanted. No images are available to confirm this procedure note data. Post implantation, it was determined that only the proximal side of the stent was shortened during manipulation of a guidewire for pta. On november 4, 2022, data indicates that a follow-up angiography revealed that only the proximal of the stent was shortened, a fred was additionally implanted. Physician¿s declarative statement indicates that when the event occurred, about 10 days had passed since the stent concerned was implanted and the patient had recovered to eat again. The patient had been transferred to a rehabilitation hospital at that time and the treated aneurysm is considered to have ruptured. Physician indicates that based on the event description, the aneurysm rupture occurred between (B)(6) 2022 and (B)(6) 2022. The patient suffered cerebral hemorrhages twice. Patient subsequently passed away (B)(6) 2022. Physical device remains implanted. A visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. IFU review (additional information can be found in the IFU): potential complications below is a list of the probable adverse effects (e.g., complications) associated with the use of the neurovascular flow diverters. Allergic reaction, including but not limited to: contrast dye, nitinol metal, and any other medications used during the procedure blindness complications of arterial puncture including pain, local bleeding, or injury to the artery, or adjacent nerves, cranial neuropathy , death , device fracture, migration or misplacement , dissection or perforation of the parent artery , headache , hemorrhage (i.e., intracranial hemorrhage (ich), subarachnoid hemorrhage (sah), retroperitoneal (or in other locations)) infection mass effect neurological deficits reactions to anti-platelet/anti-coagulant agents reactions due to radiation exposure (i.e., alopecia, burns ranging in severity from skin reddening to ulcers, cataracts, delayed neoplasia), reactions to anesthesia and related procedures , reactions to contrast agents including allergic reactions and kidney failure , rupture of the aneurysm , stenosis of stented segment , seizure , stent thrombosis , stroke or tia (transient ischemic attack) , thromboembolic event , vasospasm , visual impairment.

Event description:
No additional information was provided - see h10.